Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing bradycardia. It was identified that the right ventricular (rv) lead exhibited intermittent and unstable thresholds. High and variable impedance was also noted. It was also observed there was fracture noise causing pacing suppression. Lead fracture was confirmed. The rv lead was reprogrammed and inactivated and replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.